Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user came into the hospital to check the device because she suddenly could not hear anymore when using the audio processor. She reported only being able to hear a loud and annoying sound and she had no speech understanding. The device has been explanted and the user was re-implanted with a new cochlea implant.

Manufacturer narrative:
Additional information: according to the complaint information and the manufacturer_s experience with this kind of device, it is assumed that the device might have failed due to humidity ingress at the housing braze joint through micro-leaks. However to determine an exact root cause of failure a device investigation of the explanted device is necessary. Re-implantation was performed but the device has not been received for investigation yet.

Event description:
The user came into the hospital to check the device because she suddenly no longer able to hear anymore when using the audio processor. She reported only being able to hear a loud and annoying sound with no speech understanding. The recipient was re-implanted. The device has been requested but has not been made available for investigation.